Event description:
It was reported that the implant fractured at the collar at tooth site #19. The implant is still in the patients mouth. They will be referred to a different office for the removal. They will call back once they know which implant they will replace it with.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510k: k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl scr-v sbm 3.7mm 3.5m m 13mm (svb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on tooth # 9 and was used for approximately 21 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (014818) for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no".